Event description:
Customer called lfs on 7/2002 alleging that the meter tests would not start, but did not have any symptoms to report. Customer explained that the issue arises occasionally. Reported obtaining a blood glucose result of "195 mg/dl" on a different brand meter, when the reported meter was not functioning. No adverse events or injury occurred as a result of the issue. Ccr noted that the meter starts the test count down if the test strip is wiggled after it is inserted in the test strip holder. The customer explained that the test strip normally moves around freely when it is inserted in the test strip holder. Based on the customer's explanation, it is apparent that the test strip does not make a connection with the contact points in the test strip holer, thus not triggering the test to begin. Ccr replaced meter. No further information was provided.